Manufacturer narrative:
The device will not be returned for evaluation. Additional information is pending and will be submitted within 30 days.

Event description:
It was reported that during a procedure using a bilateral approach from both sides of the femoral arteries, two powerflex balloons ruptured at 4 atm during post-dilations. Initially, a non-cordis guide catheter, a non-cordis guiding sheath, a non-cordis micro catheter and four guidewires (2 non-cordis, 1 chevalier floppy and 1 chevalier plx) crossed the lesion. The first powerflex balloon catheter was inflated pre-dilation. Three stents were implanted in each target lesion. Two balloon catheters were then inflated as post-dilation. During this time, one of the powerflex pro balloon catheters in question burst at 4 atm. The balloon was replaced with a new powerflex pro of the same size. Angiography confirmed some stenosis, therefore, another smart stent was implanted. Afterwards, during the second post-dilation the second powerflex pro balloon in question ruptured at 4 atm. The powerflex pro was replaced with the previous powerflex pro balloon catheter used.  Hemostasis was achieved using an exoseal vascular closure device (vcd).  There was no reported patient injury. The patient¿s information was unknown. The target lesions were the aorta and both sides of the external iliac arteries. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was 100% chronic total occlusion (cto). The products were clinically used and will not be returned for analysis. The products was stored and handled according to the instructions for use (IFU). There was no damage noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The devices were prepped per the instructions for use (IFU). There were no anomalies during prep and the devices prepped normally. There were no difficulties removing the products from the hoop or sleeve. There were no difficulties removing the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
During a procedure using a bilateral approach from both sides of the femoral arteries, two powerflex balloons ruptured at four atmospheres (4 atm) during post-dilation. There was no reported patient injury. The patient¿s information was unknown. The target lesions were the aorta and both sides of the external iliac arteries. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was 100% chronic total occlusion (cto). The products were stored and handled according to the instructions for use (IFU). There was no damage noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The devices were prepped per the IFU. There were no anomalies during prep and the devices prepped normally. There were no difficulties removing the products from the hoop or sleeve. There were no difficulties removing the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products the product into the patient. Initially, a non-cordis guide catheter, a non-cordis guiding sheath, a non-cordis micro catheter and four guidewires (2 non-cordis, 1 chevalier floppy and 1 chevalier plx) crossed the lesion. The first powerflex balloon catheter was inflated pre-dilation. Three stents were implanted in each target lesion. Two balloon catheters were then inflated as post-dilation. During this time, one of the powerflex pro balloon catheters in question burst at 4 atm. The product was removed intact (in one piece) from the patient. The balloon was replaced with a new powerflex pro of the same size. Angiography confirmed some stenosis, therefore another smart stent was implanted. Afterwards, during the second post-dilation the second powerflex pro balloon in question ruptured at 4 atm. The powerflex pro was replaced with the previous powerflex pro balloon catheter used. Hemostasis was achieved using an exoseal vascular closure device (vcd). Additional procedural details were requested but are unknown. A device history record (DHR) review of lot 17462854 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (chronic total occlusion) and procedural factors may have contributed to the issue reported. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This is one of two reports (9616099-2017-00828 and 9616099-2017-00829) corresponding to this event.